Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - a power-on error led to an error e315. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an e315 error. The issue occurred during service/maintenance. There were no reports of patient involvement.